Event description:
A plastic biliary stent was placed in the biliary duct. Upon successful completion of the procedure the physician attempted to remove the wire guide and guiding catheter. During this attempt, resistance was met and the physician pulled with extreme force to try and dislodge the guiding catheter from the stent. The stent was the dislodged and fell into the duodenum. As the stent was no longer properly positioned in the duct, retrieval was attempted. A snare was unsuccessfully used to retrieve the stent. The physician then successfully used retrieval forceps.